Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive all buttons due to unlocked j2 or lcd keypad connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive down button and up arrow was hard to press. Customer reported that some time it was unresponsive. Customer¿s blood glucose level was unknown. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.